Event description:
Tampon unraveled inside vagina foreign body in reproductive tract tampon unraveled device breakage case description: consumer sent an email reporting that the tampon unraveled inside of her. No serious injury was reported.